Manufacturer narrative:
H3,h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A visual inspection found one nail guide lot was received mated to a proximal drop. Surface wear was noted near the lateral and left anterior connections. The anterior stylus was not retuned. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A functional evaluation performed on the device revealed that the nail guide mated with the proximal drop on each of the lateral, right anterior, and left anterior sides without issue and tightening the knurled knob secured both pieces each time. A reference trigen proximal bent humeral nail successfully aligned with the hole patterns on the proximal drop. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during the set up for a trauma case, the humeral nail drill guide was not sitting correctly with the jig. Surgery was performed after a delay greater than 30 minutes, with a competitor device. No patient complications were reported.